Manufacturer narrative:
(B)(4). The reported field event of inappropriate hv therapy was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that when the patient presented to hospital for generator change-out due to eri, inappropriate shocks due to t-wave oversensing were observed upon device interrogation. Programming changes were made and the device was explanted and replaced.